Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
It was reported that the patient had a change in therapeutic effect. The patient¿s stiffness had gotten worse. The health care provider (hcp) had to lower the dose because she had too much baclofen and wasn¿t talking right and was talking crazy. The hcp adjusted the patient¿s dose by 10% but she got too stiff and the patient wanted to know if the hcp could make 5% adjustments. The pump was infusing baclofen (unknown). No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.